Manufacturer narrative:
Perform additional test on the returned segments. Serial number was provided. Based on the results from the product history record, the products met release criteria. There have been no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and state that, after the surgery, the haptic was found to be damaged, which was probably caused during the surgery. The cause of the damage could not be determined from the video of the surgical section. It is thought that the leading haptic was damaged.

Manufacturer narrative:
The product was returned for analysis and broken haptic was observed. The reporting facility did not provide a lot number or any identification of the product. Sample is returned in an unknown plastic tube with a small amount of liquid in it. A segment of iol optic returned, the optic has been cut in half. A broken haptic is also returned. The complainant indicates the use of non company viscoelastic, which is not qualified for use with company device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified viscoelastic may cause damage to the iol and potential complications during the implantation process. All product and batch history records are quality reviewed prior to product release. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received.

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient felt how he saw things strange the day after surgery and the haptic was torn and seen on (over) the optic. The lens was explanted in a secondary procedure for a new lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Two (2) photos provided, the first shows an implanted iol on a monitor screen, one haptic appears to be placed on or over the optic, the other haptic is not in view. The second photo shows an iol in a sealed tube with one haptic detached, the other haptic is not visible. (B)(4).